Manufacturer narrative:
Method: involved device was not returned for eval and neither the product code nor lot number is known. Therefore, the failure investigation was limited to a review and assessment of info provided by the user facility. The reported info does not indicate that any defect or malfunction of the guidewire device is suspected. The manufacturer medwatch report is being submitted because the glidewire was identified on the maude report as being in use at the time of the adverse event, although it is unclear what role it played. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which states "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation." All available info has been placed on file on quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
.